Event description:
This report is based on information provided by a philips remote service engineer (rse) and field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that there is a delay in switching on the device. The event was outside of use and there was no reported patient nor user harm. Available details indicate that there is a delay in switching on the device, specifically that it takes more than 20 seconds to boot. Onsite evaluation performed, the sw (software) was reloaded, but the issue persists. It was determined the issue was due to a failed component, specifically the som (system-on-module) pca (printed-circuit assembly). The som pca was replaced and the device was returned to full functionality. The device remains at the customer site. The failed component was replaced to resolve the issue and we are expecting the return of the exchanged part. Upon receipt at philips the component will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.